Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that the pacemaker device was not feeling right and thought of having an atrial fibrillation (af). Boston scientific technical services (ts) suggested contacting the device physician. The pacemaker remains in service. No adverse patient effects were reported.